Manufacturer narrative:
(B)(4). Batch n93519. The device was returned with the distal tip of the blade broken off and with the remaining portion of the blade scratched and nicked. The tip was not returned with the device. The tissue pad was in good condition and 100% present (not damaged/melted as reported). Dry body fluids were observed on the handle and shaft. The device was connected to the gen11/pi key to test functionality. The device did not pass functional testing. The blade was likely broken off after use but before being received. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an esophageal jejunal jejunostomy procedure, while taking down adhesions the device received an alert to clean the jaws. The prompts were followed and when the device was introduced back into the case, the tissue pad was found to be starting to melt/burn. The device was removed from the case and set aside. Another like device was used to complete the procedure. There were no adverse consequences for the patient.